Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false air in line errors" was not reproduced. A review of the event history log revealed multiple "air in line" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No device correction was required. Full release testing will be performed to ensure intended functionality of unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a false air in line errors occurred during delivery in the medical ICU . There was no report of patient injury or medical intervention associated with this event. No additional information is available.